Manufacturer narrative:
The investigation involved direct communication with the physician in the clinical site as well as the analysis of the log files from the device. Log files investigation form the day of the event revealed 6 abnormal pulses with error messages #112 and 3 abnormal pulses with error messages #117 ("please verify good contact with skin. If the problem persists, please contact sofwave support "). The system control mechanism behaved as expected in all abnormal pulses and no malfunction was detected. While the patient used alastin nectre (collagen and elastin cream) and received few combination treatments of prp, micro-needling and dysport to reduce the possibility of there being a residual appearance from the burns, it is unclear whether these cosmetic procedures would be considered medical intervention to preclude permanent impairment or permanent damage. Nonetheless, out of an abundance of caution we are reporting this event. The delay in submission was because of issues in registration and activation of the webtrader. We worked with FDA to resolve issues with their data in the establishment registration database that was preventing account activation.

Event description:
A patient developed 2 burns during sofwave treatment. The site reported that prior to the event occurrence an error message #112 appeared on the screen several times. Error message #112 is to notify the operator "please verify good contact with skin. If the problem persists, please contact sofwave support". One week following the event both burns were improved. The patient used alastin nectre (collagen and elastin cream) and received a few combination treatments of prp, micro-needling and dysport. We believe it is unclear whether these cosmetic procedures would be considered medical intervention to preclude permanent impairment or permanent damage, but we are nonetheless, reporting this event out of an abundance of caution. About two weeks after significant improvement was observed.